Event description:
The customer reported to the distributor (importer) that a pt exam was filed into another pt's study folder after being exported to a third-party pacs product. The error was discovered by the health professional and the exam was deleted from pacs. There was no pt injury related to this incident. There was no pt injury related to this incident.